Manufacturer narrative:
The results of the investigation are unconfirmed since the device was not returned for analysis. Based on the information received, the cause of the reported incident remains unconfirmed.

Event description:
It was reported that the patient presented for a follow up in clinic. Functional but high ventricular output was noted on the left ventricular lead and the patient had a functional but advisory right ventricular riata lead. The leads were explanted and replaced during a routine generator change due to elective replacement indicator (eri). The patient was stable.